Event description:
At a follow-up in (B)(6) 2021 (4 month after implantation) affected channels were seen. Further affected channels were then noted at an appointment in (B)(6) 2021. No specific trauma was noted and there was no redness or swelling around the implant site. However, the user has self stimulation behaviours and one is head hitting.imaging and a possible revision surgery are considered. The user will have a follow-up appointment on (B)(6) 2021.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Imaging and possible re-implantation is planned.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation had to be cancelled due to medical reasons i.e. Bilateral infection in the middle ear. The user has a history of recurrent ear infections prior to cochlear implantation, bilateral tubes and mastoidectomies and adenoidectomies prior to placing the implants.

Event description:
At a follow-up in (B)(6) 2021 (4 month after implantation) affected channels were seen. Further affected channels were then noted at an appointment in march 2021. No specific trauma was noted and there was no redness or swelling around the implant site. However, the user has self-stimulation behaviours and one is head hitting. No change in health or medication. Re-implantation was scheduled but had to be cancelled due to a bilateral infection.

Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. Furthermore, the recipient suffered of bilateral infection in the middle ear, which was reportedly due to medical reasons, as the the user has a history of recurrent ear infections prior to cochlear implantation, bilateral tubes and mastoidectomies/adenoidectomies prior to placing the implants.this is a final report.

Event description:
At a follow-up in january 2021 (4 month after implantation) affected channels were seen. Further affected channels were then noted at an appointment in march 2021. The user has waardenburg syndrome and due to developmental delays, the device use is inconsistent and performance cannot be determined. The user was re-implanted on (B)(6) 2021.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At a 4 month follow-up in (B)(6) 2021 affected channels were seen. Further affected channels were then noted at an appointment in (B)(6) 2021.